Manufacturer narrative:
At this time we are attempting to reproduce the reported symptoms and identify the root cause. We will provide a supplemental report once our investigation is complete.

Event description:
Spacelabs received a report that a telemetry monitor printed an ECG waveform with pacer spikes for a patient without a pacer. The report also noted that the printed heart rate was different from that measured with calipers.